Event description:
It was reported that the customer was attempting to change the infusion set and her insulin pump would not rewind. The customer's blood glucose was unknown. The customer declined troubleshooting at the time of the call. The customer explained that pressing the act button did nothing to rewind the insulin pump. The customer changed the battery and then received the failed battery test alarm due to the battery not being new. The customer was then able to rewind and prime the insulin pump after adjusting the block feature. Advised that a replacement insulin pump would be sent per the customer's request. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test, occlusion test, prime/force sensor system test, excessive no delivery test and displacement test. No rewind anomaly was noted. The insulin pump powered up properly after a battery installation. The insulin pump was received with operating currents within specification. No failed battery test alarms were noted. The insulin pump was received with all the buttons responding properly. There were no traces of moisture found at the electronic or motor assemblies. The insulin pump was received with a minor scratched lcd window. A slightly corroded battery tube was noted.